Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. The customer reported that the device was already repaired. It is unknown how the customer resolved the reported issue and if there were any components replaced. The customer has not responded to additional information requests. At this time, no sample return is expected and no further investigation can be performed. (B)(4).

Event description:
The customer reported while using the avea ventilator, the tidal volume is inaccurate. The customer stated there was no patient associated with this event.